Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complainant event was confirmed and the cause was determined to be use related. One 8fr s/l groshong catheter was returned for investigation. The stylet had been removed from the catheter and the tubing was received in two segments. The catheter had been cut between the 19 and 20 cm depth marks. The cuff was not attached to the catheter and was not returned for investigation. What appeared to be blood residue was visible within the distal end of the catheter. A microscopic examination of the catheter revealed adhesive attached to the catheter at the 24cm depth mark. The cuff weave pattern was visible in the adhesive that remained on the catheter. A tactual investigation revealed elastic weakness in the 8 fr tubing between the 24 and 27 cm depth marks, which indicates that the catheter was stretched in the area of the cuff. The IFU indicates to not use the catheter if there is any evidence of mechanical damage. The condition of the returned sample indicates that the product was used. The IFU cautions that the catheter must not be forced during tunneling. The IFU states, ¿gently holding the catheter distal to the cuff while pulling the tunneler and catheter through subcutaneous tunnel should result in smooth passage of the cuff(s) through the subcutaneous tunnel.¿ a lot history review (lhr) of reap1306 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the doctor couldn't insert the groshong, as the tip "fell off". Another device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reap1306 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the doctor couldn't insert the groshong, as the tip "fell off". Another device was used to complete the procedure. No patient injury reported.